Event description:
Incident description according to the sales representative: 'when resident was being lifted from bed, it was reported that there was a loud "bang" from the actuator and the hoist dropped the resident back on to the bed and the boom struck the resident on the head'. Customer reported that a loud bang was heard and hoist fell rapidly. The actuator has been replaced. The faulty actuator will be returned to manufacturer for investigation.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer medibo medical products (B)(4). The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.